Event description:
Hcp reports pt presented with symptoms of withdrawal including insomnia, chills, sweats, and nausea. Radiologist confirmed the pt has a "clogged catheter." Hcp will be supplementing with oral medications until problem can be fixed. A follow up report will be sent when additional info is obtained.